Event description:
During a baxter eval of a spectrum infusion pump, it was found that the device had been tampered with. Upon removal of the mechanism assembly from pump serial number (B)(4) it was determined that it was installed originally in pump serial number (B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the symptom. Upon removal of the mechanism assembly from pump serial number (B)(4) it was determined that it was installed originally in pump serial number (B)(4). This is an indication that the mechanism was not original to the device and was installed outside the factory, an operation that is not permitted. Unauthorized repairs performed outside the factory may expose the internal electrostatic discharge sensitive components, compromising all internal electrical components, rendering the unit irreparable.